Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2022-00957.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient had persistent pain and swelling. Infection workup was negative. Suspected synovial reaction to poly wear. Revised to an exactech packaging compliant implant.